Manufacturer narrative:
A getinge field service engineer (fse) evaluated the device and confirmed the issue. Fse cleaned and reconnected the connection between the touch panel and the video generator board, the problem was not reproducible, so fse returned it to the hospital. There was no patient involvement.

Event description:
N/a.

Event description:
B5 it was reported that during a routine inspection by the medical engineer, when turning on the power to use it, the cardiosave intra-aortic balloon pump (iabp) unit touch panel could not be operated. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information: event site postal code: (B)(6). Still the repair not completed due to customer is reviewing the budget. Good faith efforts (gfe's) were performed to get repair status of the iabp but there was no response received. The investigation shall be closed now. If any new information received the complaint will be reopened and updated it. H3 other text: the device was not repaired.

Event description:
N/a.